Manufacturer narrative:
Evaluation summary: one used tracheostomy tube was returned and examined. Upon pressurization, the cuff was found to have a small tear measuring .5mm in length and located at the maximum diameter of the cuff as well as many scratches above its surface near the tear. The configuration of the tear is a u shape and its location and physical characteristics are consistent with having been damaged, most likely while it was inflated. This type of damage can be caused by mishandling of the device either during patient placement of having moved while inflated as described in the IFU or during testing prior to placement. Mfg does a 100% inflation test of the cuffs and had the tear been there at that time it would have been detected. Wall thickness of the cuff shows no abnormalities at the tear. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.

Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after an unk amount of time in situ. Replacement was required. No incident related medical sequela was reported.